Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Following a system check by tandem technical support, customer resumed insulin therapy. Customers blood glucose was 146 mg/dl.